Manufacturer narrative:
Correction: the manufacturing registeration site should be (B)(4). This product was produced in the (B)(4) manufacturing site.

Event description:
It was reported that a revision surgery was performed due to pain.